Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was between 300 mg/dl and 400 mg/dl at the time of incident. The customer stated they have used up five infusion sets. The customer was unable to troubleshoot because they already performed a set change. Customer stated the alarm did not occur during a manual prime. The customer declined to return the product for analysis.